Manufacturer narrative:
Title: outcomes of our laparoscopic surgery in colorectal cancer: our first experiences source: doi: 10.4274/tjcd.galenos.2020.2019-12-5. Turk j colorectal dis 2020;30:268-274. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study evaluated outcomes of patients undergoing laparoscopic surgery for colorectal cancer between august 2018 and november 2019. A total of 20 patients were included in the study. A linear stapler was used for anastomosis. Complication included; conversion to open in a sigmoid colon procedure due to a firing problem with laparoscopic stapler.